Manufacturer narrative:
Corrected data: added the date that the part was received by djo.

Manufacturer narrative:
Corrected data: initially filed as an adverse event and product problem. It should be an adverse event only. Manufacturer narrative: the reason for this revision surgery was due to the glenosphere not tapering correctly. The event resulted in a revision surgery on (B)(6) 2017, after 3.3 months in vivo. The surgery was completed as intended with no delay and the agent was present. Serious risk to the patient was reported by the healthcare professional. A review of the implant device history record (DHR) showed that 508-32-104, 866c2175, baseplate, glenoid ha-coat, rsp, 6.5mm x 30mm, rev. F, quantity (B)(4), released from manufacturing 14-sep-2016, expiration date: 2022-09-08. (B)(4) parts were split to a new work order per non-conforming material report (ncmr) (B)(4) for rework of minor scratches on the taper. Taper angle and diameter of head and baseplate are subject to 100% inspection. All inspection data was reviewed to verify specifications were met. The device history records (dhrs) evidence that all critical dimensions and specifications were met when all components were released from djo surgical. The explanted components was returned to djo and examined. Due to the tight manufacturing tolerances and the damage on the tapers of the explanted components, no attempt was made to measure the taper angle via manufacturing inspection methodology. The head and screw components are in overall good condition with minimal wear on the articulating surface of the head. The female taper of the head shows scuffing indicative of being assembled with the baseplate. The scuff marks are not circular around the taper, but instead are much more pronounced on one side. The baseplate shows some residual bone on the porous coating, as would be expected after a short duration in vivo. In addition, the male taper of the baseplate shows heavy wear, with gouging in the taper surface on one side. The marks are uneven, located much higher on the taper on one side and much lower on the other side. There is an area on the chamfer of the face of the taper that shows flattening where it was likely in contact with the head in that area when impacted. The pattern of scuffs and material deformation indicates that the two components were not aligned axially when impaction was attempted. The depth of the marks indicates a great deal of force was exerted in an attempt to achieve taperlock. No other complaints have been received against this lot number. The complaint description did not indicate a specific failure mode, such as disassociation. However, that would be a likely outcome of the conditions observed on the explants. Complaint history for reverse shoulder prosthesis (rsp) head/baseplate dissociation was reviewed. (B)(4) occurrences of dissociation have occurred. (B)(4). Root cause of this event could not be determined with confidence because the complaint description was unclear. Factors that could have contributed to this revision include improper part alignment, bone or soft tissue impingement or debris in taper during assembly. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - appears to be incorrect an milling of the glenoid baseplate, resulting in the glenosphere not tapering correctly.